Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), product type: lead. Product ID 977a290, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported never having therapeutic benefit. The patient stated that there were supposed to be two leads placed, one in the neck and the other in the hip; however, one was placed in the neck and the other in the shoulder. As a result, they were never able to program it correctly, either the left or right side. It was needed in the hips as the patient could not walk due to the nerves in the lumbar, noting that he had a lumbar rebuild. The patient had tried to get a second opinion without success. The patient had not seen the physician in three months but was not planning to go back and noted that he was relocating out of state. The patient also stated that the manufacturer representative knew right away that it wasn¿t working for him. As a result of it never helping, the patient did not use the external equipment and was inquiring what to do with it. It was recommended that the patient keep the equipment, noting that the patient had a magnetic resonance imaging (MRI) conditionally safe system. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.